Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed at this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, a speedband superview super 7 device was used. However, the ligation band fell out and it did not deploy properly. No visible damage was noted on the device prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device noted that the trip wire was not secured into the handle slot and the handle slot showed no deformation to show that the trip wire was previously cinched into the handle slot. The trip wire was wound around the handle spool several times. The suture was intact and properly tied to the distal end of the trip wire. The handle spool rotated freely when the handle was turned. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, a speedband superview super 7 device was used. However, the ligation band fell out and it did not deploy properly. No visible damage was noted on the device prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient&#38112;condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.